Event description:
Boston scientific corporation was informed that during a egd (esophagogastroduodenoscopy) procedure, the clip was not deployed correctly. When the physician advanced the clip, it would not open up. The procedure was completed with another of the same device with no patient complications. The patient status is "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event cannot be determined.